Manufacturer narrative:
This report is submitted on march 22, 2022.

Event description:
Per the clinic, the patient experienced a burning sensation at the implant site that was treated with an antibiotic (mode of administration unknown). The implant remains in-situ.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022 and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted on november 3, 2022.